Manufacturer narrative:
This complaint is based on information within an article and no specific device information has been provided. As there is insufficient details of an actual device malfunction or adverse event that occurred the complaint cannot be confirmed. The instruction for use for the advanta v12 balloon expandable covered stent clearly stated that potential adverse effects include, but may not be limited to: restenosis of stented lesion, systemic embolization or thromboembolic episodes, vascular thrombosis and stent misplacement, migration or deformation. The author's conclusion: although the study was a case report patients of the apparently ¿self-limiting¿ periaortic hematoma accidentally documented in the early postoperative CT-scan angiogram may have represented a potential trigger of aaa progression towards rupture, however no active aortic bleeding or signs of graft infection were found and both the recanalized cia and the endograft seemed intact. The authors did not attribute this vascular event to the performance of the getinge¿s advanta v12 balloon expandable covered stent. After review of the details provided, one can infer that getinge¿s advanta v12 stent performed as expected. H3 other text : product not available.

Manufacturer narrative:
On completion of the investigation a follow-up report will be submitted.

Event description:
Article draft received: van der riet, c. E. (N.d.). Butterfly: bi-center retrospective observational study to assess stent integrity and flare geometry after fenestrated endovascular aneurysm repair. Not published yet. Purpose: this study presents midterm clinical outcomes and patency rates of the advanta v12 becs used as a bridging stent. Method: this retrospective study includes 194 fevar patients with a mean age of 72.2 ± 8.0 years. A total of 457 visceral arteries were stented with an advanta v12 becs. Conclusion: study unfinished per the article deaths occurred within the study period.